Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The patient indicated that the alleged meter issue started two days prior. The patient stated that the first reading she took that day was at 1:25 pm but the result obtained was not provided. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient reported a meter result of "369 mg/dl" at 2:50 pm. At 3:00 pm that same day, the patient's blood glucose was tested on an ER/hospital meter and an unspecified result of less than "40 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving medical treatment. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient alleged that the meter was reading inaccurately high and obtained a result of less than "40 mg/dl" in an ER or hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.